Event description:
The customer reported that the system failed to display the live image and required a reboot to regain functionality. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable was replaced. The system was then found to be operating as intended.